Event description:
This console was not on a patient. Customer reported that during a routine console checkout, the redundant, backup controller would not pass the calibration protocol for the right flow assessment. This alleged failure mode poses no risk to a patient because it occurred during routine console checkout and was not on a patient. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions, because the css console has a redundant, primary controller, and redundant system performance was not affected. The console was returned to syncarida for evaluation, and the results are set forth in the failure investigation report attached hereto.

Manufacturer narrative:
The console and bottom (backup) controller were examined and both required adjustment. The failure of left pressure and left and right dp/dt issues were resolved with the proper calibration of the console's pressure and flow settings. The failure of flow on the backup controller was resolved by disassembling the clippard valves adjusting the shims inside the clippard valves. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary; however, in some instances, it assists in bringing the waveform into calibration. The clippard valves were reassembled and reinstalled into the controller. The css console then passed the console test validation protocol. These issues did not present a danger to the operational stability of the css controller, but rather presented a borderline waveform which at times was just outside of the acceptable waveform limits, causing calibration failure. This alleged failure mode poses no risk to a patient because, it occurred during routine console checkout and was not on a patient. In addition, the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions, because, the css console has a redundant, primary controller, and redundant system performance was not affected. Syncardia has completed its evaluation of this complaint and is closing this file.